Event description:
The facility reports the "carer" had difficulty attaching the tcs sub chassis. As she lowered the pt to the floor, the chair fell to the right and the safety catch sheared off. The pt suffered a cut to their left shin.